Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. One (1) day post initial procedure right limb thrombosis was identified. The patient underwent fem-fem bypass. The patient tolerated the procedure fine. The final patient status was reported to be discharged.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right limb stenosis due to thrombus is and the additional surgical procedure (fem-fem bypass) are confirmed. The right limb stenosis due to thrombus is most likely user related due to the off-label maximum right iliac diameter measuring at 29.8mm which should measure between 8mm and 25mm. Procedure related harms for this complaint could not be determined. The final patient status was reported to be fine, and the patient was discharged from the hospital. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.